Event description:
It was reported that prior to start a davinci si surgical procedure, the customer noted 'broken cables' on the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was unable to confirm the customer reported failure. Instrument passed recognition and engagement test. Instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. Instrument was found to be fully functional. No broken cables were found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.